Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad and one resolute onyx stent was implanted into the rca. Approx two months post index procedure the patient suffered chest pain and myocardial infarction of the target vessel (rca). The patient was treated with ptca of the rca. The patient recovered. The investigator assessed the event as probably related to the index device and not related to anti-platelet medication. Safety assessed the event as possibly related to the index device and not related to anti-platelet medication.